Manufacturer narrative:
The customer did not supply the patient demographics such as age, date of birth, sex and weight. (B)(6). The customer reported receiving wash arm motion errors on (B)(6) 2016. The customer inspected the aspirate probe tubing placement and discovered that it was routed incorrectly during the weekly maintenance performed by the customer. Improperly routed aspirate tubing leads to inefficient washing of the reactants in the reaction vessel, and erroneous results may be generated. The cause of this event is use error. The customer failed to follow instructions for proper routing of aspirate probe tubing during their weekly maintenance allowing the tubing to either become pinched off, or interfere with the movement of the aspirate probes in the wash arm. All mdrs associated with this report are: 2122870-2016-00224, 2122870-2016-00225, 2122870-2016-00226.

Event description:
The customer reported obtaining non-reproducible elevated troponin I (access accutni+3) results for one (1) patient involving the laboratory's access 2 immunoassay system portion of the unicel dxc 600i synchron access clinical system (serial number (B)(4)). The customer reanalyzed the patient sample four (4) additional times on the same access 2 immunoassay system, and obtained lower results within the assay's normal reference range. The same patient's sample was tested on the abbott I-stat method and generated a result within that assay's normal reference range. The elevated access accutni+3 result was released from the laboratory. The patient was admitted to the coronary care unit and was treated with clexane. This MDR addresses the results obtained for a first patient on (B)(6) 2016. 2122870-2016-00225 addresses the results obtained for a second patient on (B)(6) 2016. 2122870-2016-00226 addresses the results obtained for a third patient on (B)(6) 2016. Calibration, qc (quality control) and system check parameters were all recovering within expected ranges at the time of the event. The patient's sample was collected in a serum tube and was centrifuged at 3,000g (g-force) for ten (10) minutes at 15 to 25 degrees celsius. No issues with sample integrity were reported by the customer.